Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing was observed. The oversensing was noted on a stored egm. It was suspected that it may be related to double count of the t-wave. Programming change was recommended. The physician elected to make the change during next follow up session scheduled in 6 month. Patient condition was good and stable.